Manufacturer narrative:
Results: the cause of the reported event is user error, specifically an overload applied to the implant during insertion of the device. This was determined based on materials analysis on a silimar investigation and customer feedback.conclusion:the avs spacer 11 x 20 x 8 deg - 11 was confirmed to be fractured upon visual inspection. Only a partial fragment was returned for inspection, the remainder of the cage is still implanted. No adverse consequence was reported. The manufacturing records were not reviewed because the device lot is not known.

Event description:
It was reported that the cage broke during impaction. The cage was left in the patient. At the moment there is no report of adverse consequences.

Event description:
It was reported that the cage broke during impaction. The cage was left in the patient. At the moment there is no report of adverse consequences.